Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the u-02 activation error and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, placed on an in-house system and was run in normal mode. The reported u-02 error was confirmed and reproduced. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted umbilical hernia tapp surgical procedure, the customer was experiencing a u-02 error on the integrated electro surgical unit. Prior to calling, the site tried to reboot the system several times with no change. An intuitive surgical, inc. (Isi) technical service engineer (tse) informed the site that they could try to connect a force triad generator or bring in another vision side cart (vsc) if one was available. The customer then ended the call. No other information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The technician determined it was a bad generator, and it has been replaced. They tried to use energy during the case, and it had issues.